Manufacturer narrative:
Occupation: other non-healthcare professional: or buyer. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or the investigation is complete.

Event description:
It was reported, prior to a ureteroscopy using a ngage nitinol stone extractor, the device was defective. The staff noted a broken wire. The device was not used to complete the procedure, but it is unknow how the procedure was completed. No adverse effects have been reported due to the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. Event description: cook was informed of an incident involving a ngage nitinol stone extractor. The device reportedly broke before use during a ureteroscopy procedure. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, and quality control data. One ngage nitinol stone extractor was returned for investigation. The device was returned with the handle and the basket formation in the closed positions. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.8 cm in length. The support sheath was slightly bowed. There were no kinks in the basket sheath. Functional testing determined the handle actuates the basket formation. The basket formation had been damaged and does no fully open when the handle is actuated. The basket formation was not formed properly, some of the wires appeared bent. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The device history record was reviewed and there were no related non conformances. A database search revealed no other complaints had been reported from the complaint device lot. The product specification was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that would open and close, but was severely misshapen when open. No wire of the device was broken as stated by the user. The sheath at the distal end of the device had been damaged and was preventing the basket wires from forming a proper shape when open. The cause for the observed damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information that was received that was inadvertently not reported on the initial report: another same type device was opened and it was found to be 'good.'